Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. We are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented recuring incontinence due to the balloon migrated and it was not giving enough pressure to close the cuff. The balloon was explanted and replaced. There were no additional patient complications reported.